Manufacturer narrative:
Correction to block h6 - the events of urinary tract infection, urinary retention, dysuria and muscle spasm were removed from the uphold (tm) lite with capio slim device complaint as these are specific to the lynx mid-urethral sling complaint as per the medical records. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) the sling removal surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient codes e1715, e2101, e1405, and e2330 capture the reportable events of scarring, adhesions, dyspareunia, and pain. Impact code f19 capture the reportable event of additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence and cystocele. On (B)(6), 2017, she was implanted with uphold (tm) lite with capio slim and lynx suprapubic mid-urethral sling system during a pubovaginal sling, anterior repair, and cystoscopy procedure. On june 06, 2017, the patient underwent excision of vaginal mesh procedure due to multiple urinary tract infections, urinary retention, difficulty urinating, painful voiding, bladder spasm, and incomplete bladder emptying. Additionally, extensive scarring was also noticed from previous vaginal surgery. On (B)(6) 2017, the patient underwent total anterior compartment mesh removal, cystoscopy with ureteral catheter placement due to chronic pelvic pain and complications related to vaginal mesh insertion. On (B)(6) 2018, the patient underwent robotic/laparoscopic pre-vesical excision of pelvic mesh due to a retained pelvic mesh, pelvic pain, and dyspareunia. During the procedure, bilateral retropubic mesh arms were visualized and extracted. A cystoscopy procedure was performed and showed no injury to the vaginal lateral or nervous structure.

Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence and cystocele. On (B)(6) 2017, she was implanted with uphold (tm) lite with capio slim and lynx suprapubic sling system during a pubovaginal sling, anterior repair, and cystoscopy procedure. On (B)(6) 2017, the patient underwent excision of vaginal mesh procedure due to multiple urinary tract infections, urinary retention, difficulty urinating, painful voiding, bladder spasm, and incomplete bladder emptying. Additionally, extensive scarring was also noticed from previous vaginal surgery. On (B)(6) 2017, the patient underwent total anterior compartment mesh removal and cystoscopy with ureteral catheter placement due to chronic pelvic pain and complications related to vaginal mesh insertion. On (B)(6) 2018, the patient underwent robotic/laparoscopic pre-vesical excision of pelvic mesh due to a retained pelvic mesh, pelvic pain, and dyspareunia. During the procedure, bilateral retropubic mesh arms were visualized and extracted. A cystoscopy procedure was performed and showed no injury to the vaginal lateral or nervous structure.